Event description:
It was reported that there was noise present on the atrial lead. The lead was explanted and replaced. It was also reported that during the atrial lead replacement, the physician saw that the right ventricular (rv) lead was twisted. He untwisted the lead and saw insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 407658, serial # (B)(4), implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.